Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was an e200 error displayed on the monitor. The lamps were flashing on the front and scope could not be white balanced. This was the first time use for the device. Device is not returned, therefore a root cause cannot be determined. Probable cause for the issue is that an excessive force may have been applied to turret or surroundings during transport/storage or installation time. As a result, the deformation of turret or turret's position detecor device may have been damaged. The instructions for use includes the following statements for e200 error (failure of clv turret) important information ¿ please read before use. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
No further details of the event are available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, while reviewing the process for the use of the device for the first time, an e200 error displayed on the monitor. The lamps were flashing on the front and scope could not be white balanced. There was no patient involvement.